Event description:
It was reported that there was a high impedance issue with the implantable neurostimulator device, specifically the lead 977a260 5mm compact 1x8 MRI, and a "settings not available" message appeared on the patient's controller. The impedance values were noted as 4,6,7,13 at 40 ,000 ohms; 2 at 16,580 ohms; and 5 at 20,990 ohms. Troubleshooting was performed by reprogramming around the non-usable contacts. The issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.